Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("left hydrosalpinx") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On (B)(6) 2014, 1341 days after starting essure, the patient experienced hydrosalpinx (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced the second episode of pelvic pain ("right sided pelvic pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with surgery (left salpingectomy in (B)(6) 2014). At the time of the report, the hydrosalpinx, autoimmune disorder, abdominal pain and dyspareunia outcome was unknown and the menorrhagia, fatigue and second episode of pelvic pain had not resolved. The reporter considered hydrosalpinx, autoimmune disorder, abdominal pain, menorrhagia, fatigue, the second episode of pelvic pain and dyspareunia to be related to essure. The reporter commented: plaintiff continued to complain of fatigue, pelvic pain and heavy menstrual periods, which she had not experienced prior to the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2014: ultrasound scan result was left hydrosalpinx. On (B)(6) 2015: ultrasound scan result was not provided (performed to evaluate her symptoms). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and was diagnosed with left hydrosalpinx. She was submitted to a left salpingectomy three years and eight months after essure insertion. She also reported autoimmune-type symptoms. Both hydrosalpinx and autoimmune disorder are unanticipated in essure's reference safety information. Due to the tubal occlusion and tissue in growth mechanism of action of essure micro-inserts a causal relationship between hydrosalpinx and essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the events autoimmune-like symptoms was considered unrelated to essure. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hydrosalpinx ('left hydrosalpinx') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hysterectomy and two coils were removed from her right fallopian tube". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("right sided pelvic pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (hysterectomy and two coils were removed from her right fallopian tube and left salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, hydrosalpinx, autoimmune disorder, abdominal pain, dyspareunia, hypersensitivity and genital haemorrhage outcome was unknown and the menorrhagia, fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff continued to complain of fatigue, pelvic pain and heavy menstrual periods, which she had not experienced prior to the essure device. Per pif: she required two surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Ultrasound scan - on (B)(6) 2014: results: left hydrosalpinx; on (B)(6) 2015: results: not provided (performed to evaluate her symptoms). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), hydrosalpinx ('left hydrosalpinx') and salpingitis ('salpingitis') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hysterectomy and two coils were removed from her right fallopian tube". The patient's medical history included secondary dysmenorrhea, endometriosis, paratubal cyst, dysmenorrhea, pelvic adhesions and endometriosis ablation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("right sided pelvic pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (hysterectomy and two coils were removed from her right fallopian tube, total abdominal hysterectomy, left oophorectomy and right salpingectomy and left salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hydrosalpinx, salpingitis, autoimmune disorder, abdominal pain, dyspareunia, hypersensitivity and genital haemorrhage outcome was unknown and the heavy menstrual bleeding, fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hydrosalpinx, hypersensitivity, pelvic pain and salpingitis to be related to essure. The reporter commented: plaintiff continued to complain of fatigue, pelvic pain and heavy menstrual periods, which she had not experienced prior to the essure device. Per pif: she required two surgeries. 1-2 trailing coils bilaterally at the conclusion of the procedure. As per mr, discrepancy noted in date of removal: (B)(6) 2014, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Ultrasound scan - on (B)(6) 2014: results: left hydrosalpinx; on (B)(6) 2015: results: not provided (performed to evaluate her symptoms). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, pelvic pain, hydrosalpinx.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, medical history, event: salpingitis and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and was diagnosed with left hydrosalpinx. She was submitted to a left salpingectomy three years and eight months after essure insertion. She also reported autoimmune-type symptoms. Both hydrosalpinx and autoimmune disorder are unanticipated in essure's reference safety information. Due to the tubal occlusion and tissue in growth mechanism of action of essure micro-inserts a causal relationship between hydrosalpinx and essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the events autoimmune-like symptoms was considered unrelated to essure. In addition, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and hydrosalpinx ('left hydrosalpinx') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hysterectomy and two coils were removed from her right fallopian tube". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 8 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("right sided pelvic pain") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), hypersensitivity ("hypersensitivity symptoms") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (hysterectomy and two coils were removed from her right fallopian tube and left salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, hydrosalpinx, autoimmune disorder, abdominal pain, dyspareunia, hypersensitivity and genital haemorrhage outcome was unknown and the menorrhagia, fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, hydrosalpinx, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff continued to complain of fatigue, pelvic pain and heavy menstrual periods, which she had not experienced prior to the essure device. Per pif: she required two surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral fallopian tubes occluded. Ultrasound scan - on (B)(6) 2014: results: left hydrosalpinx; on (B)(6) 2015: results: not provided (performed to evaluate her symptoms). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "migration, abnormal bleeding, hypersensitivity symptoms; two coils were removed from her right fallopian tube". Essure indication was added. Event of autoimmune disorder downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.